Event description:
It was reported that the deaeration chamber of a prismaflex m150 set was "ruptured" and leaked blood during continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the deaeration chamber was cracked, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.